Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted the technical support engineer (tse) and reported they are in a procedure and getting a repeated recoverable fault. The error logs show multiple errors pointing to the acc board in the universal surgical manipulator (usm) 2. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for failure analysis (fa) testing and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported aurora link error was confirmed and replicated. In logs, the 31226 and 1126 error were found indicating low fiber issues confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 31226 error was triggered during power up indicating fault, replicating the reported event. The usm was then installed onto a test platform where fiber test was found to be failing on the clock spring, parallelogram and rolling loop assemblies for power reading below the low warning limit of 50. Once testing was completed, the clock-spring, parallelogram, and rolling loop fibers was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the clock-spring, parallelogram fiber and rolling loop fiber assemblies was found to be the root cause of the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to optical defect of the usm.